Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog#: 14-500124 pol 5.5 ti rt lateral bender lot#: py121c; catalog#: 14-500185 pol 5.5 ti maxl scr insrt univ lot#: py121d. Product was received and evaluated, however, the complaint cannot be confirmed. Visual investigations confirm that the handle no visual or functional deformities. DHR was not reviewed as part was found conforming per the product evaluation. The device operated as intended. This complaint is no longer considered reportable, as no failure of the device was found during device evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2020-00184.

Event description:
It was reported that during the procedure the driver was loose (did not seat the screws properly) when driving the screws in and the handle would not forward ratchet. There was no further surgical or patient information provided. This is event two of two.